Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user can't wear sound processor all day anymore as it becomes too sore, impacting quite a lot not being able to wear all the time. The user has been explanted. Total ossicular reconstruction was performed.